Event description:
It was reported that the fenestrated bipolar forceps instrument wrist was stiff and unable to open smoothly during a da vinci total benign hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument grip cable was derailed. The housing was removed and the grip cable was found derailed at the clamping pulley. The other blackend cables were undamaged. Failure analysis also observed that the yaw pulley was charred at the distal clevis hub. The charring was a sign of an arcing event. The evidence was inconclusive, but the charring may have been due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. The yaw pulley was missing a piece opposite the conductor break. The conductor wire was still attached. The instrument passed electrical continuity testing. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found.